Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the balloon protector was not returned for evaluation. The catheter was returned in two sections. A break on the inner was confirmed. The inner was also stretched in the vicinity of the break area. A detachment was also confirmed, the outer was detached at the proximal bond. The result of the investigation is inconclusive for the reported balloon protector removal difficulty issue. The root cause for the reported balloon protector removal difficulty and break issues could not be determined based upon the available information received from the field communications, sample evaluation and image review. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries precautions: proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiry date: 09/2024), g3, h6(device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to angioplasty procedure, balloon protector allegedly difficult to remove. It was further reported that, delivery rod allegedly ruptured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in section model#, serial#, catalog#, or log# has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in common device name and 510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that prior to angioplasty procedure, balloon protector allegedly difficult to remove. It was further reported that, delivery rod allegedly ruptured. The procedure was completed using another device. There was no patient contact.